Manufacturer narrative:
The actual device associated with this event is not known. International affiliate reports the following possible product lots: lot 43318isp and 43665isp.conclusion: no concusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The package insert states. "The silicone elastomer suction tubing is soft and pliable. It should not be handled or come in contact with pointed, toothed, sharp-cornered or even blunt instruments, as punctures, surface cuts nicks, crushing or other overstressing can lead to toaring or warping of the tubing ands to subsequent structural failure of the device and / or fragment retention in the wound."

Event description:
International affiliate reported that the device broke during removal, after an artificial joint replacement of the elbow. The patient was returned to surgery for fragment excision. The surgeon commented that the drain might have been damaged during placement or damaged by the sharp edge on the bone.